Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient reported the inability to connect power sources in the correct way on port 1. It was stated that the data port was unable to connect to the data cable and did not plug in correctly.

Manufacturer narrative:
Log file analysis was not conducted since the event was confirmed visually. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. This issue is currently being investigated by (B)(4). The reported inability to connect a data cable to the serial port could not be confirmed. The most likely root cause of the reported event can be attributed to a loose power port connector, likely the result of improper assembly. No issues were found with the serial data port. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.